Event description:
While administering surfactant to nicu baby, the ambu bag in use did not refill with o2 during use. Have had severe instances of the bags not refilling. Have discontinued use. This is a pt safety issue.